Event description:
It is reported the sys intermittently did not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. A replacement ups was sent to the customer. The sys was found to be working as intended following the replacement. The sys was put back into service.